Event description:
Caller alleged discrepant results compared with the lab. Results as follows: pt# 1. Date: 2008 inratio: 5.0, lab: 9.0; p#2. Inratio: 1.6, lab: 3.0. Per text" vit k was given to first patient and coumadin was held." This is adverse event case.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: pt#1. Date: 2008, confidence limits: can not be determined, inratio: 9.0, lab: 9.0, mean: 7.0; pt#2. Confidence limits: 1.6-3.4, inratio: 1.6, lab: 3.0, mean: 2.3. Per internal procedure, tr 0150, the mean of the inratio meter and comparative system inr were calculated. For the first set of data, both inratio and lab values are > 5.0 per tr0150, the comparison was not considered inaccurate. For the second set of data, both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Per text" vit k was given to first patient and coumadin was held." This is adverse event case. Products will be tested when returned. Per text" patient was doing well."